Manufacturer narrative:
H4: the lot was manufactured from january 24, 2020 - january 28, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an english-chinese infusor lv (large volume) under infused during a patient infusion. The device contained an unspecified medication. The expected infusion time was 120 hours, however, the infusion started at 20:00 p.m. On the first day and finished at 7:00 a.m. On the ninth day. There was no patient injury or medical intervention associated with this event. No additional information is available.